Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported they had been experiencing inflammation and tenderness across their lower abdomen, patient also referred to this as abdominal burning. Patient stated this started in (B)(6) 2016 and the onset was sudden. Patient reported they had been disappointed with the device. Patient thought it was going to be more efficient. Patient stated they had leakage and urgency. Patient stated they had to wear a pad and the panties. Patient stated they did not know when this started, but it came on gradually and was increased. Patient stated the device was more effective in 2014 and 2015. Patient reported they were still getting a 50% or greater reduction in baseline symptoms. Patient felt like they had interstitial cystitis. Patient called in to find out if the device could be causing inflammation, tenderness, and burning across their lower abdomen. Patient stated a CT scan had been done and nothing was seen. Patient stated their doctor said their bowel was not the cause and it was recommended they follow-up with their managing physician to see if bladder was the cause. Patient stated they were currently on uribel for bladder spasms and urgency. Caller was redirected to their healthcare provider to determine the cause of the reported symptoms. It was reviewed patient could turn off their stimulation to see if the abdominal issues improve. Additional information was received. The patient called back to see how long they should leave stimulation turned off. Patient was waiting for a call back from their managing physician. Additional information was received. Patient reported that since the conversation on (B)(6), they had not turned their device back on. On (B)(6) they saw their healthcare provider and described to them what was going on; abdominal inflammation across the lower area, tenderness, and a pressure feeling. A urine test was done in the office. A diet was issued to follow for bladder irritants. Patient was informed they could leave the device off for a while and turn it on later. Three days after the urine test, the patient received a call that they had an infection. Bactrim was issued as well as uribel. The abdominal inflammation had lessened, but was st ill there along with tenderness and pressure, but was much better than before. With the device off, the patient reported they experienced less frequency and leakage on the pad from when the device was on. The patient was going to take a follow-up urine test for the infection on january 22. Patient had another visit scheduled for (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the cause of the infection was a uti not related to the device. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***